Manufacturer narrative:
The reported event was not confirmed. Analysis of user provided data found no anomalies.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6)2022. ¿

Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) implant procedure. During the post-operation device check, it was found that the ICD had lost bluetooth telemetry and was failing to be interrogated. Bluetooth connectivity failed to be re-established, and pairing to phone was also unsuccessful. No intervention was performed. The patient was stable.